Event description:
It was reported that prior to a revision procedure, the atrial lead exhibited failure to capture. The atrial lead was capped and replaced with a new lead on 27 aug 2024. The patient was stable throughout.